Event description:
During a transfemoral tavr procedure, a second novaflex+ (nf+) delivery system (ds) balloon ruptured during the post dilation of a 23mm sapien xt valve. Prior to the procedure, the recommended plan to implant a 23mm xt valve with soft prep via the tf approach was presented to the surgeon and the degree of calcification was discussed. The procedure plan was approved. Balloon aortic valvuloplasty (bav) was successfully performed with an 18mm non-edwards bav catheter. The xt valve was prepped with 2cc less volume (total 15cc). During valve deployment, the ds balloon ruptured as full expansion was reached. The valve was deployed 50:50 aortic/ventricular (a/v). Post deployment tee revealed moderate/severe paravalvular leak (pvl). St elevation changes were also noted on EKG. An aortic root angiogram was performed to evaluate the patency of the coronary ostia. No coronary occlusion was observed; however, moderate to severe aortic insufficiency (ai) was visualized. Lvedp measurement revealed a pressure of approximately 50mm, which was 30mm higher than baseline. The decision was then made to post dilate the valve. A second nf+ ds was prepared with an additional 2cc volume (total 17cc) and post dilation was performed. As the second ds reached full expansion, the ds balloon ruptured. The ds was removed. Tee indicated mild/ moderate pvl. Lvedp pressure was measured and found to be approximately 17mm, approximately 5mm below baseline. The surgeon was satisfied with the results and the procedure was completed. At the time of this report, the patient was in stable condition and doing well. The patient¿s native annulus measured 18.6mm x 23.5mm by CT (valve area of 355mm2). Moderate annular calcification, moderate native leaflet calcification and moderate aortic root calcification was reported. Profound/severe lvot calcification was also reported. The degree of calcification in the lvot and mitral annulus was so severe, accurate transesophageal echocardiogram (tee) measurements could not be attained. The patient¿s native annulus measured 18.6mm x 23.5mm by CT (valve area of 355mm2). Moderate annular calcification, moderate native leaflet calcification and moderate aortic root calcification was reported. Profound/severe lvot calcification was also reported. The degree of calcification in the lvot and mitral annulus was so severe, accurate transesophageal echocardiogram (tee) measurements could not be attained. It was perceived that the severe lvot calcification contributed to the rupture of the two ds balloons.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a technical summary written by edwards lifesciences, a detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, patient factors (severe lvot, moderate annular, native leaflet and aortic root calcification, severe mitral annular calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case. (B)(4).